Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to unknown reasons. Additional information indicates that as per rep reply the system was extracted because of infection. There are no other information available as the rep was not present during the procedure. This lead was returned. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned for analysis. The allegation against the product was not confirmed. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to unknown reasons. Additional information indicates that as per rep reply the system was extracted because of infection. There are no other information available as the rep was not present during the procedure. No additional adverse patient effects were reported. This ra lead was explanted.